Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that during use of the bd pen ndl 31ga 5mm that the button was hard to press during injection and when removing the needle from the injection site the drug leaked out. The following information was provided by the initial reporter, translated from japanese to english: the patient complained the button on the pen was hard to press during injection. Then drug came out when removing the needle from the skin. The issue occurred on the most of the pen needles in the polybag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no root cause can be determined as no samples were received. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use of the bd pen ndl 31ga 5mm that the button was hard to press during injection and when removing the needle from the injection site the drug leaked out. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient complained the button on the pen was hard to press during injection. Then drug came out when removing the needle from the skin. The issue occurred on the most of the pen needles in the polybag.